Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for hub separation with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. The root cause / potential root cause for the hub/collar separation was determined to be a compromised weld bond between the hub and collar.

Event description:
It was reported that holder could not be connected to 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter. There was an opening in the connection part. Separation of hub can lead to leakage. No blood exposure to mucous membrane. No injury or medical intervention.